Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the left ventricular (lv) lead and device exhibited high out of range pacing impedance measurements of greater than 2000 ohms. The patient was experiencing recurrent heart failure and had fallen. A revision procedure was performed where the physician believed he visualized a lead fracture near the suture sleeve, although the suspected fracture was not confirmed via fluoroscopy or x-ray image. The lv lead was partially removed and the other portion was surgically abandoned. During the procedure the physician experienced difficulty accessing the coronary sinus, thus an epicardial lead was placed. The device was also electively explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.